Manufacturer narrative:
Biomérieux received several complaints about calibration issue (the calibrator values are out of range too high) observed on vidas® cmv igm (ref 30205 ; 30205-01). This investigation has been managed by a multidisciplinary team involving several departments (manufacturing site, r&d and global customer service) with the following results. 1. Investigation. A. Batch history records. The analysis of the batch history records for the concerned vidas® cmv igm lots didn¿t show any anomaly during the manufacturing, control and packaging processes. B. Investigation details - investigations performed on pre-analytical steps, instrument, storage and transportation of the kits do not show any anomaly that could explain the issue. Invalid calibrations were not confirmed on either customer¿s kits nor on retained kits. The rfv values obtained during the investigation were near to the higher limit of the range without non-conforming results. A design of experiments (doe) was done with a focus on the calibrator s1 to try to identify the root cause of the issue. However, it didn¿t lead to the root cause identification. The investigation confirmed that the calibrator¿s value increases during the first few days after production. The issue seems to be linked to the new biological standard s1 formulation (human free sera) implemented since april 2019. Additional stabilization time of the bulk conjugate used in strips has been implemented in order to balance evolution of new s1 formulation. The stabilization action before release allowed to limit the calibration issue on the field and to return to a normal trend for this issue to date.

Event description:
Note: reference 30205 is not registered in the united states. The u.s. Similar device is product reference 30205-01. On (B)(6) 2021, a customer from (B)(6) notified biomérieux of experiencing an invalid calibration leading to delayed results when using vidas® cmv igm 30 tests ¿ (ref. 30205, lot 1008433580, expiry 15-oct-2021). On (B)(6) 2021, the calibration was invalid, above the expected range. (B)(6). The customer reported that the employee using the kit had not received the customer letter associated with fsca 5109; but the laboratory manager had. The customer letter for fsca 5109 was sent to (B)(6) customers on 29-mar-2021. It is stated in the customer letter to please distribute this information to all appropriate personnel in your laboratory, retain a copy in your files, and forward this information to all parties that may use this product, including others to whom you may have transferred our product(s). The customer was reminded of the fsca process and the requirement to destroy kits from lot 1008433580. The customer has performed a valid calibration with the new lot 1008685200. The customer reported that there was no patient harm or incorrect treatment due to the referenced issue. However, the customer reported that there was a delay of greater than 24 hours in reporting results. A biomérieux internal investigation has been initiated. On 17 mar 2021 biomerieux sent recall 8020790-03/17/21-001 (fsca 5109) to FDA for the issue of invalid calibrations for four (4) non-us lots of reference 30205 and two (2) us lots of reference 30205-01. The four (4) non-us lots have seen an increase in customer complaints for calibration failures. As the root cause of the invalid calibration is currently under investigation, it has been decided that all six lots, including the lots sold in the us, will be acted upon as precautionary measure. The investigation into the root cause actively continues. To date internal testing has not replicated the calibration failure on any of these lots. Note: this situation does not present a risk of a false result. If the calibration is invalid the user has an alert on the equipment that he cannot give patient results. Additionally, the vidas® cmv igm package insert ¿calibration¿ section states, "calibration using the standard provided in the kit must be performed each time a new lot of reagents is opened, after the master lot data have been entered." The risk presented is the potential for a delayed result. This situation does not present an unreasonable risk of substantial harm to public health.